Event description:
It was reported that shaft break occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at nominal pressure, it was noted that the mid shaft got separated. The device was completely removed from the patient. There were no patient complications reported and the patient's status was good.